Event description:
It was reported by field service engineer, while in therapeutic use the v60 shut down. No reports of harm or injury. This investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) arrived at the customer site and met with the customer biomedical engineer. The fse confirmed with the biomed that the data acquisition (da) pcba had been delivered. The fse confirmed that error code 100a was within the drpt. Per the service manual, the fse replaced the da pcba to address the 100a error code. After replacing the da pcba, the fse completed the performance verification test and the unit passed all testing. The device was run for 15 minutes and presented no further error codes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The field service engineer (fse) arrived at the customer site on (B)(6) 2022 and performed several tests. The unit passed a pre-op check with no alarms or error messages present. The fse checked the diagnostic report (drpt) and found error code 100a (da pcba adc reference failed). The fse checked the voltages found on the pneumatic screen per the service manual. Voltages were found to be within tolerance. The fse advised the customer to replace the following parts in this order: da pcba to mc pcba cable, da pcba, pm pcba, and the cpu. The customer was provided a quote for the da pcba to mc pcba cable and da pcba parts, and onsite services. The customer accepted the quote for parts and services. The da pcba is on backorder. Onsite service is pending. This investigation is ongoing.

Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Functional analysis of the returned da pcba was performed and the pil tech verified that the da pcba operated on the pil test device without alarms, or the alleged da pcba adc reference failed (100a) diagnostic code being produced. In addition, the pil tech verified that the da pcba passed the troubleshooting steps of bench testing. The pil tech determined that the evaluation concluded with a no fault found/confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.